Event description:
Medtronic model 6949, serial (B)(4) implant date (B)(6) 2006. Defib lead noted to have fractured by carelink remote monitoring service notification of pace impedance >3000 ohms, numerous 'non-sustained vt' episodes identified is inappropriate due to 'make-break' noise, ICD short v-v/lead noise alert feature. Was verified with in-person/programmer device evaluation. Pt received no inappropriate therapy. Diagnosis: non-ischemic cardiomyopathy-scd-heft.